Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue on their own and is awaiting delivery of a new pump due to warranty expiration, opting to use multiple daily injections (mdi) until the new pump arrives.